Event description:
Forced use of a mask for over a year for 10+ hours a day, 40 hours a week has resulted in cystic acne and breathing problems. I have increased anxiety and depression, and lethargy from lack of oxygen. FDA safety report ID# (B)(4).